Event description:
It was reported the display is missing digits and "bad" and the rear case is damaged. The device is being returned for repair. No information was received indicating patient involvement.

Event description:
It was reported the display is missing digits and "bad" and the rear case is damaged. The device is being returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the ventricular output connector locking mechanism was occluded by foreign material, the lower case was broken and contaminated, the upper case was broken and dented, the battery release was contaminated, both bail covers were broken, the battery contacts were compressed, the keyboard was scratched, the display was bleeding pixels, and the battery drawer o-ring was missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the display is missing digits and "bad" and the rear case is damaged. The device is being returned for repair. No information was received indicating patient involvement.